Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the leading loop was stuck to the back of the optic when implanted. The surgery was completed on the same day by removing the lens and replacing it with the same product. There was no patient harm. Additional information has been requested but is not available at the time of this report.